Event description:
The user facility reported that during a transurethral resection of the prostate (turp) procedure, the electrode broke off inside the patient. The broken piece of electrode was retrieved from the patient by the physician successfully by flushing the bladder with fluid. The incident occurred at the middle of the procedure resulting in a 15 minute delay. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information is received at a later time this report will be supplemented. The device history record does not indicate any issues with the manufacturing process.